Event description:
Procedure: annuloplasty. Based on the info reported in the operative notes and medical records: the pt underwent the procedure without incident, there is no reported event related to the rfg generator. Approx 1.5 hours post procedure medical staff attempted to make the pt ambulatory. The pt denied numbness in their lower extremities, however, they were unable to walk or had a tough time doing so. At 8 hours post procedure the pt was still unable to walk, however, they could take small steps with help. At 10 hours post procedure the pt was transferred to another hosp for overnight for observation. Current pt status is unknown.